Event description:
The laser system has turn-on problems.

Manufacturer narrative:
The problem was due to loosened connections. After tightening of these connections, the laser system restarted to correctly work. We are unaware about patient injury.